Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 407645 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and loss of capture, and was later determined to have fractured. It was further reported that the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator(eri) due to the high lv thresholds. The lv lead was turned off, and later replaced. The device was removed and replaced. No patient complications have been reported as a result of this event.